Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to flattened and creased buttons dome switch. The insulin pump has minor scratched lcd window, cracked case at display window corner, cracked reservoir tube lip, cracked case at reservoir tube window corner and shifted end cap sticker.

Event description:
It was reported that the insulin pump had no response by button press. Customer's blood glucose reading at the time of the call was 154 mg/dl. No further information reported.